Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that occlusion alarms and elevated blood glucose (bg) both started on (B)(6) 2011. He stated that he experienced chest pain and vomiting on (B)(6) 2011 that resolved, but then on (B)(6) 2011, the patient reportedly experienced bg over 600 mg/dl with vomiting. The patient stated that the occlusion alarms were occurring during both basal and bolus delivery. The patient reportedly switched to insulin injections the morning of (B)(6) 2011 because occlusion alarms and elevated bgs remained unresolved. The patient was able to prime the pump while on the phone with customer support, but an occlusion alarm occurred when attempting to air bolus. The alleged malfunction is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported because, the patient reportedly experienced hyperglycemia due to interruption of insulin delivery with occlusions.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that an occlusion alarm occurred during bolus delivery on (B)(6) 2012 due to high cartridge force. The occlusion was confirmed by the user but insulin delivery was not resumed. The pump was exercised for 24 hours with no occlusion alarms occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering appropriately. The complaint could not be duplicated on investigation.